Event description:
It was reported that the 9900 system had a high ma and kv error message at boot up and the left monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The kv was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.